Event description:
As reported by the user facility (translation of user facility info by (B)(6) sales organization in (B)(6)): two different pts - pump - no diffusion. The diffuser was removed 10h after that time provided for and do not seem to be empty when the pt completement we brought. The (B)(6) a 14hr the diffuser posse - revenue (B)(6) = diffuser "seems not to have decreased (pt + ide) ide the home after 16h but not distributed because diffusion ended (B)(6) and the ide back (B)(6).

Manufacturer narrative:
This report has been identified as (B)(4). No sample is available for investigation. We are awaiting a statement from our MFR. A f/u report will be provided after the MFR statement is available.